Manufacturer narrative:
This device issue was not reported to vygon by the customer, instead it was found during a review of FDA's maude database. The corresponding report number is (B)(4). The device was not returned to vygon, but the information will be sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
(B)(6) old infant in pediatric ICU was having a pccvl line placed in left leg. A 10ml syringe with normal saline was used to test the uncut line for patency prior to insertion of the line and insertion of the line and no problems were found. The doctor proceeded to inset the catheter. No blood was noted during line placement and the line flushed easily. Omnipaque was installed per protocol (0.4 ml) and x-ray showed infiltrate in surrounding tissue. Line was removed. Hole in catheter was noted at 11.5 cm from tip of uncut catheter. No harm to patient. Diagnosis for reason for use: IV therapy of newborn.